Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The patient reported that she required hospitalization around (B)(6)2025 for medically diagnosed diabetic ketoacidosis (dka), which she believes may have been associated with inaccurate cgm readings. At the time of the call, the patient was unable to recall specific details related to the event, including cgm or bg values, symptoms, or circumstances leading to hospitalization. No additional information was available, and no further details were obtained during the interaction. At the time of the report, the patient stated that she was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis